Event description:
The physician was performing an ercp and a brush cytology with a double lumen cytology brush. During the procedure it was noted the radiopaque band detached from the catheter's distal tip and lodged in the pt's left intrahepatic duct. The physician attempted removal, however, was unsuccessful. The pt is in satisfactory condition and no other complications occurred.